Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) (batch no: 12258792) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included adenomyosis uteri, leiomyoma of uterus, unspecified, uterine cyst, sickle cell disease, uterine bleeding, endometrial biopsy, uterine enlargement and peritoneal adhesions. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and fatigue had resolved. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the right tubal device was placed and had three trailing coils. The left tubal device was placed and had four trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina: on (B)(6) 2004: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2019: new pfs+mr received. Lot number added. New events- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, heavy bleeding were added. New reporters, plaintiff's information, medical history and concomitant conditions were added. Lab data added. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) (batch no. 12258792) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included adenomyosis uteri, leiomyoma of uterus, unspecified, uterine cyst, sickle cell disease, uterine bleeding, endometrial biopsy, uterine enlargement and peritoneal adhesions. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and fatigue had resolved. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the right tubal device was placed and had three trailing coils. The left tubal device was placed and had four trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2004: total bilateral occlusion. Lot number: 12258792 manufacture date: 2004-02 ,expiration date: 2005-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.